Event description:
It was reported that the patients ipg was not holding a charge. There was no device malfunction suspected. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred six months ago from the date manufacturer became aware of the event.